Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 20.4 mmol/l at the time of the incident and treated with bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer noticed that the cannula was coming out of the skin they were in the shower so they inserted a new infusion set. The customer was not calling back to perform a high-pressure test. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they have a back-up plan available. The customer was using a cannula based infusion set. The customer was unable to remove or change the set. The customer was advised to revert to the back-up plan. The device will not be returned for analysis.